Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the problem with the pump started six months after the implant. The patient¿s body appeared to stretch voluntarily without the patient initiating the movement. The whole entire area where the pump was implanted in the stomach was nothing but pain. The patient could not even wear regular clothes, the clothes had to be too big, so they did not touch or press on the implanted pump area. ¿the patient reported their issue to their physician then even pressure when touching the pump. The physician will do a pump revision and put it lower but would not remove the pump as the patient requested. The patient stated that their physician will not treat them with oral medication if the pump is removed. The patient was diagnosed with depression before the implant. The patient lost balance and has been losing their memory. The patient stated that the pharmacist told them that they were getting way too much oral gabapentin, and the insurance also told their physician that he was prescribing too much gabapentin and that they would not cover it. The patient was getting 5 tablets of 800mg per day. The physician continued to keep the same prescription, so they decreased the medication on my own. The patient stated that the pump was alarming, about 1.5 years ago, and they did not know why the pump was alarming. The physician took out the fluid and it was very painful. The patient was crying and screaming due to the pain. The patient stated that "for the trial, I had an injection of morphine and was told to walk around for 1 hour and come back. I have not been able to even stand up straight prior to the trial. After an hour, I told the physician, yes, I can stand and walk, but the trial had not helped with much of the pain. The physician said he had to have a percentage and told him it was about 35% and the dr said that was not enough, so he would change the % so that I would be approved." The cause of the pump problems was unknown. The patient was prescribed clonazepam for severe anxiety and panic attacks that were so bad they had broken their thumb and ankle. The patient stated that the physician will only treat them once they stop clonazepam and smoke weed. The patient was advised to go to the emergency room when they have anxiety or panic attacks. The physician drained the pump on (B)(6) 2025. At 11:55 am. The patient went into the emergency room on (B)(6) 2025 since the physician did not approve of the oral medication. The patient stated that they never had withdrawals but continued to have issues with body going through withdrawals. Additional information was provided from a consumer stated that the patient did not confirm experiencing any of the reported symptoms. They express concerns that the pump has led to drug dependency and stated they do not want to proceed with a pump revision, citing a belief that it would financially benefit the doctor. Instead, they opted to have the pump refilled rather than revised. The patient refused to give out their current healthcare provider information. They are very pissed on their previous doctor and medtronic. They refused to answer the pump alarming 1.5 years ago. Most of the time they were only using slurs because they think we are taking advantage of them by making them use the pain pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they have had a lot of problems with their pump and called in several times to report their concerns. The patient mentioned that they were diagnosed with major depression after their accident and they took clonazepam for anxiety and that they were up front regarding their marijuana use. The patients stated that they would quit smoking marijuana if they needed to work with another doctor. The patient also stated that they were "stabbed in the stomach by the doctor because their medicine was not up there". The patient stated they never got a call back from medtronic about the issues they reported. They were "left to od and withdrawal" and were throwing up for 2 weeks while the doctor was on vacation. They would not allow anyone else in the office to fill their pump. The patient stated that the doctor changed clinics, so they were transitioned to someone else, but the patient has not been dis missed as a patient. The patient stated their next refill was supposed to be on (B)(6) 2025. The patient was sent hcp listing via e-mail.